Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(6). (B)(4). The speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the complainant. Per media analysis, the picture showed the ligator housing had no suture thread. Some bands were moved and overlapped. Also, an additional problem of ligator housing tooth bent/damaged was observed. The reported event of bands damaged/defective was confirmed. Based on condition of the device from the provided photo, it suggested that an excess of tension could have been applied when trying to make the deployment of the bands. This situation moved the bands from their place overlapping them and causing the break of the band; perhaps an excess of force, manipulation or the technique used could have contributed to the reported event. Since the device was not returned, it is not possible to carry out a more thorough investigation to determine the influence of the device. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During preparation, upon opening the package, it was noticed that the white band was not around the distal end of the device. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the ligator housing had no suture thread. Some bands were moved and overlapped, and one band was broken. Additionally, the ligator housing tooth was possibly bent.